Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of wear and scratching. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient was revised 9 years post-implantation due to an unknown reason. During the procedure, it was noted that the porous coating had loosened previously. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: device product code - ni, expiration date - ni, manufacture date ¿ ni . Return expected, not yet received.

Event description:
Patient was revised 9 years post-implantation due to an unknown reason. During the procedure, the acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.